Event description:
It was reported that there was a forced update. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue; therefore, a more specific code could not be selected.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ subsequent to initial MDR. D4: primary UDI number - correction. G3: date received by manufacturer - additional. H2: additional information/correction. H10: corrected data.

Event description:
Subsequent to initial MDR, a correction is required.